Event description:
A customer reported an issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that a replacement pump with updated software would be sent to them, and provided training resources in their tandem source account. The customer acknowledged and understood the instructions provided, including how to handle the return of the problematic pump to tandem via ups with a pre-paid label within 10 days.